Event description:
It was reported that during a routine follow up, it was suspected that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting prematurely as the estimated remaining longevity decreased from 43% to 8% within one year. Consequently, the patient was hospitalized and the device was explanted and replaced the following day. At this time, there is no evidence to suggest a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.